Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported patient experienced "baker IV encapsulation," "sharp pain," "misshapen," "extremely firm to touch," and "mental anguish." Patient representative additionally reported "neck and shoulder pain due to the size and weight of [the] breasts," "suffering... Disability," "disfigurement," "loss of the capacity for the enjoyment of life," "areolae [were] significantly stretched"; these events are not related to the device. Device remains implanted. Affected side right.